Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed a reboot associated with a battery and cartridge change on 11/16/2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was undamaged and the pump powered on with the cap. The pump was then exercised for 24 hours with no power issues. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.